Event description:
It was reported to philips that the device fails the therapy delivery test intermittently. The customer changed the cable with the same results. There was no reported patient involvement.